Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed endocarditis and sepsis. Therefore, the right ventricle (rv) lead was explanted. It was indicated that the lead tip was sent to the lab for cultures, and the lead body was discarded. No further information was received.